Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2020-02423. It was reported that the patient's ipg was still implanted and their lead was explanted at an unknown date. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.